Manufacturer narrative:
An eval of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable and that no complaints documenting deaths or serious injuries have been rec'd. Health and life, as a MFR, conducted a preventive action and corrective action to eliminate the root cause and recurrence. (B)(4).

Event description:
The (B)(6) rep contacted nephron pharmaceuticals corporation regarding a product complaint on (B)(6) 2013. The rep reported that a pt at a (B)(6) returned the asthamenfrin inhalation solution and ez breathe atomizer for a refund and added that a metal part of the atomizer shot into his mouth during the use of the ez breathe atomizer. Multiple attempts were made to obtain more info concerning the incident; however, no info was available concerning the product serial number or the pt info other than the pt's sex.